Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and multiple no delivery alarms. Customer's blood glucose was 600 mg/dl at the time of incident. Troubleshooting found that the pump is cracked at the top of the reservoir compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with the operating currents within specifications, and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery or motor error alarms noted. The motor passed the motor test. The pump was received with a partially broken reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked reservoir tube, a cracked reservoir tube window, a cracked lcd window, and a broken belt clip slot.